Event description:
As reported, a knee system was ¿installed, recovery as normal and acceptable general use until earlier this year stays swollen, slips out of position, have fallen when it locks up and not surgeon says I need to go in for a replacement¿. All available information has been received at this time. As reported by the patient, the initial implant was (B)(6) 2017. Approximately 3 yr postop, the patient¿s right knee was swelling and unstable causing the knee to lock and the patient to fall several times. Upon exam, the surgeon found loosening and on x-ray did not see any cement. On (B)(6) 2020, all implants removed, all cultures returned negative, placed an antibiotic spacer and patient received antibiotics. Patient was told by surgeon there was a bunch of ¿thick green gooey stuff¿ in his knee. Knee was irrigated and debrided in (B)(6) 2020 and a spacer was left in place. Revision surgery scheduled late (B)(6)/early (B)(6). Concomitant devices: (cn: 200-02-38, sn: (B)(6)) - three peg patella 38mm; (cn: 201-78-15, sn: (B)(6)) - holding pin mini sharp point 4 pk; (cn: 02-012-44-3013, sn: (B)(6)) - logic tibia implant psc insert, sz 3, 13mm; (cn: 02-012-45-3030, sn: (B)(6)) - lgc tibial fit tray cem sz 3f / 3t.

Manufacturer narrative:
Section h10: exactech received medwatch form mw5090628. (H3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to loosening of the femoral component and/or tibial tray. It is unclear if the reported instability contributed to the loosening or if the loosening may have caused the instability. This cannot be confirmed since the devices were not returned for evaluation and no additional information was provided. (D11) concomitant devices: (cn: 200-02-38, sn: (B)(6)) - three peg patella 38mm; (cn: 201-78-15, sn: (B)(6)) - holding pin mini sharp point 4 pk; (cn: 02-012-44-3013, sn: (B)(6)) - logic tibia implant psc insert, sz 3, 13mm ; (cn: 02-012-45-3030, sn: (B)(6)) - lgc tibial fit tray cem sz 3f / 3t; section(s): no information has been provided: a5. No information provided in the following section(s): a2, a3, a4, a5, b6, b7. And d7. The following section(s) have additional info; a2, a4, b5, b6, b7, d1, d2, d4. (Catalog number, serial number, UDI number, and expiration date), e3, g4, g5, g7, h1, h2, h3, h4, h6 and h7. Section h11: corrections made in the following section(s): (d1) brand name. (D2) common device name. (D4) catalog number, serial number, UDI number, and exp date. (H6) patient and device codes updated.

Manufacturer narrative:
Exactech received medwatch form mw5090628. Pending evaluation.

Event description:
As reported, a knee system was ¿installed, recovery as normal and acceptable general use until earlier this year stays swollen, slips out of position, have fallen when it locks up and not surgeon says I need to go in for a replacement¿. All available information has been received at this time.